Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced elevated intraocular pressure and shallow anterior chamber. The lens was removed through the original incision with no patient injury. The lens was exchanged for a shorter lens which resolved the problem. The patient is very happy with the lens.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method : medical review. Results(other): per medical review - reportedly micl (12.6mm) was explanted/exchanged for another micl (shorter version) four days postoperatively to address excessive vaulting and subsequent elevated iop. The currently implanted icl resolved the issue and patient was very happy with the results. Given the information that shorter lens was implanted as a replacement it is very likely that user error (biocalculation error) have caused/contributed to the event. Conclusions(other): based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was user error (biocalculation error). (B)(4)

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).